Event description:
Medtronic received information that two months after the implant of this transcatheter bioprosthetic valve, the patient was admitted for acute on chronic heart failure. Transesophageal echocardiogram showed moderate to severe paravalvular regurgitation. The decision was made to implant a second transcatheter bioprosthetic valve two days later. During preoperative procedures, the patient exhibited hemodynamic instability, which was treated with vasopressors during the reoperation and reported as resolved. During valve deployment, the patient exhibited procedure-related intermittent left bundle branch block. There was not treatment or intervention, and the condition was classified as ongoing. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The left bundle branch block in this case was not treated and was to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.